Event description:
Right hand side frame of the chair fractured through one of the adjustment holes on the frame.

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).